Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string was missing from a pessary upon removal. She was able to manually remove the pessary but experienced bleeding. She went to her doctor and was told she had vaginal trauma from manually removing the pessary and was given tramacet and prescribed tramadol. She followed up with doctor for an ultrasound and the results were clear. She was still experiencing vaginal pain but was improving.